Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter broke off in the patient at insertion. The catheter had to be retrieved. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter broke off was confirmed. Returned was a radial artery catheterization device consisting of a guide wire in an advancer tube and a catheter over a needle. The guide wire had been fully advanced outside the needle and the catheter had been advanced 2.5 cm off the needle hub. The guide wire was kinked and twisted and the portion of catheter over the guide wire was accordioned. The catheter body had separated approximately 1.3 cm from the hub and was caught on the tip of the needle cannula. A manual tug test confirmed the distal weld of the guide wire was intact. The outside diameter (od) of the guide wire measured 0.389 mm. This met specification of 0.381 - 0.404 mm per the guide wire graphic. The instruction booklet provided with the set describes a suggested procedure for inserting the catheter. The instructions direct the user to firmly hold the introducer needle hub in position and advance the catheter forward with a slight rotating motion. The instructions caution "do not reinsert needle into catheter to minimize risk of catheter damage." A catheter puncture or separation could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. Other remarks: a review of the device history records did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint issue. Based on the location of the catheter puncture and the information provided by the customer, operational context caused or contributed to this event. No further action will be taken.